Event description:
Pain due to infused air after connecting the patient extension line to their homechoice set after the priming phase, during drain 2\4. Home patient was assisted in ending their treatment early with the assistance from the baxter technician. Home patient reports they went to the unit the next day, however, was not treated with any pain medications nor did they have an x-ray to confirm the presence of air. Home patient reports that the pain has dissipated on its own.